Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was failure of the product to contain blood/medication. The following information was provided by the initial reporter. The customer stated: "during blood collection, blood leakage was observed. When checking the product, a crack was found on the luer, the part connected to a single use holder, and blood leaked from this affected site."

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was failure of the product to contain blood/medication. The following information was provided by the initial reporter. The customer stated: "during blood collection, blood leakage was observed. When checking the product, a crack was found on the luer, the part connected to a single use holder, and blood leaked from this affected site."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-08-03. H6: investigation summary: one customer sample as well as 4 photos were received for evaluation. The photos and sample confirm the reported issue of a broken female luer adapter component causing blood leakage. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd is able to confirm the customer¿s reported failure from the customer sample and photos received. The root cause of the broken female luer is attributed to the assembly process a review of historical data was conducted and revealed that this is believed to be an isolated incident and not representative of the overall batch quality. Awareness of this complaint has been created within the business team, quality and engineering departments. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.